Manufacturer narrative:
Patient's identifier was not provided. When the requested information becomes available, supplementary report will be submitted. Lot information is unknown. If additional information becomes available a supplementary report will be submitted. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to osseointegrate.